Event description:
The facility representative reported a colleague infusion pump that experienced a damaged battery. It is unknown which process step this event occurred during. Upon review of the event history by baxter (B)(4) personnel, it was determined that this condition caused an interruption of delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Evaluation summary: the reported condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter quality engineering. The assignable cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.